Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. A day after the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, every 5th day, discontinued) and meropenem injection (500mg, discontinued) for peritonitis. On an unknown date pd therapy was discontinued. Three days after the event onset, the pd catheter was removed and the patient was transferred to hemodialysis (thrice a week). Six days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient has recovered from the event. No additional information is available.